Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 12mm pulmonary valved conduit in a (B)(6) year old pediatric patient, the surgeon felt a larger size was necessary for the repair so the conduit was removed and replaced with a 16mm conduit of the same model. No additional adverse patient effects were reported.